Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing lower extremity motor weakness as a result of an epidural hematoma. Surgical intervention was undertaken on (B)(6)2023 in which the patient's lead was explanted to address the issue.